Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient did not receive therapy for a vt episode due to inaccurate diagnosis of the episode as supraventricular tachycardia. Programming changes were made. Patient will be followed-up in three months.